Event description:
A malfunction was found in the investigation for the original report of customer not sure delivering insulin and leaking during wear at the infusion site (arm). The investigation observed a tear in the exposed portion of the soft cannula. It was also reported that the patient's blood glucose level rose to greater than 19 mmol/L (342 mg/dL) while wearing the Pod between 36 and 48 hours. As treatment, a new Pod was applied.

Manufacturer narrative:
Fluid was found to leak from a tear in the exposed portion of the soft cannula. Because the timing and cause of this soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported leaking during wear. Lot Release records were reviewed and the product lot met all acceptance criteria.